Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 12 bd connecta¿ stopcocks leaked during the infusion. The following information was provided by the initial reporter, translated from (B)(6): "the teacher in the operating room of the hospital found that the infusion tee was leaking during the infusion process, which did not cause any harm to the patient or others."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of leakage was not confirmed upon inspection of the photo since a physical sample is needed to confirm the defect. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that 12 bd connecta¿ stopcocks leaked during the infusion. The following information was provided by the initial reporter, translated from chinese: "the teacher in the operating room of the hospital found that the infusion tee was leaking during the infusion process, which did not cause any harm to the patient or others."